Manufacturer narrative:
Unfortunately, after repeated attempts to retrieve the device, no sample was received for evaluation; therefore, the reported event could not be confirmed. A device history record review was complete and documented that the device met all specifications upon distribution.

Event description:
It was reported that upon opening the kit the tubing was disconnected. Customer states "that its not glue or welded". "The tubing that connects to the patient".